Manufacturer narrative:
The insulin pump had unresponsive buttons due to flattened (creased) buttons dome switch. No unlocked keypad connector noted. The insulin pump had minor scratched lcd window, broken battery tube threads.

Event description:
The customer reported via phone call that the screen and battery compartment was damaged. The customer¿s blood glucose level was unknown at the time of incident. The insulin pump will be returned for analysis.